Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the primary failure of a severely bent grip to be related to the customer reported complaint. The damage was found at the base of the grip groove. As a result, the grip appeared to jut out further than normal. Root cause of a severely bent grip is attributed to user mishandling/misuse, such as applying excessive force to the grips. The fa also revealed additional observations that were not reported by the site: the instrument was found with damaged insulation to the conductor wire at the grip assembly. Material appeared to be lifted off exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the additional failure of conductor wire insulation damage to not be related to the customer reported complaint. Root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for part #471405-06 / batch/lot #k10220221-0230 associated with this event has been performed. Per logs, the force bipolar was last used on 23-aug-2022 on system #sk2133 with 3 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the jaw being dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, the root cause of the reported operative complication was due to a severely bent grip and subsequent jaw dislodgement.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the grip of the force bipolar instrument would not respond appropriately and thus the surgeon was having difficulty adjusting the grip. Upon locking the instrument it was noticed that the metal jaw of the instrument came out of the casing. Due to this, the surgeon was unable to pull the instrument out of the trocar. The surgeon had to extend the incision so he could remove the trocar and instrument at the same time to prevent injuring the tissue. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.